Event description:
Philips received a complaint on the earlyvue vs30 indicating the device always gives results in hypertension. The customer replaced the nibp assembly, but the issue remained. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6). A philips field service engineer (fse) evaluated the device and could not confirm the reported issue. The device was working correctly. The customer was advised that a cuff that is too small for the patient could explain high values. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.